Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 461 mg/dl at the time of the incident and customer took a correction bolus through the pump. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump was asking for a calibration required and it was not taking it. The customer was not calling back to perform an high pressure test. The insulin pump was in auto mode at the time of the incident. The customer does not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.